Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had trouble with 1 or 2 of her infusion sets and it looked cloudy out of the package. Customer stated that she did a complete set change but her blood glucose is still not coming down. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer's current blood glucose was 297 mg/dl. Customer stated that her blood glucose dropped low after treating with a manual injection, so she ate something sweet. Customer stated that her blood glucose then came up very high. Customer had treated with the pump and manual injections. Customer was advised to do a complete set change and will be sent a tubing clamp. Customer will call back to perform the high pressure test.